Manufacturer narrative:
The device was returned and analyzed. The returned device was unable to confirm an issue. The depleted battery condition was confirmed. Attempts to introduce high current drain or any other failing conditions through elevated temperature testing and temperature cycle stressing were unsuccessful. Analysis of the device did not reveal any unusual parametric or functional behavior. Nominal performance was observed. The cause of the depleted battery condition was not determined. Destructive analysis indicated there were openings in the anode separator enclosure and lithium deposition at the separator opening but the lithium material was not near the cathode tab. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted and replaced due to reaching normal elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.